Event description:
Biomed at one of the user facilities reported a ventilator with an intermittently blank user interface module. He requested to exchange the user interface module under their parts contract. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. The assembly was installed onto uim test fixture and powered on, the screen powered on and all touch screen areas were responsive. The uim was cycled for 3 hours and at no point did the screen go blank. The covers were removed and while the assembly was cycling physically manipulated the lcd cable to try and induce a failure however this did not induce a failure. Findings/root-cause: could not duplicate the reported issue.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the customer a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. The faulty user interface module was received by carefusion on 4/10/2015 and is awaiting evaluation.